Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. Date of event: date of event: unknown, not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the intraocular lens (iol) were broken during insertion into patient's left eye. The lens was fully inserted, however, was removed and replaced with another lens of same model and diopter during the same procedure. There was no patient injury and no other intervention was required. The original lens is not available for return. No other information was provided.

Manufacturer narrative:
Additional information received from the facility revealed the following information. The corresponding field has been updated in this report: section b3: date of event: jan 12, 2023 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.